Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8146-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing extreme pain a few days following an implant procedure. No device malfunction was suspected. The patient underwent a full system explant procedure. The explanted ipg and paddle lead will not be returned.